Event description:
The patient (pt) called back from registered number, stated they got their device replaced on (B)(6) with an axonics. Patient said they were told to turn it on 3 but they turned the box on but they are still peeing and going on. Reviewed phone numbers for axonics and transferred call to axonics (boston scientific). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".